Manufacturer narrative:
Found hp cable damaged at water flow control, replaced with new along with water filter and p tube. Verified tuning/calibration and tested all functions.

Event description:
While using a g137, the handpiece was getting hot and there was no water flow, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.